Manufacturer narrative:
Reference article ¿higuchi, ryosuke, tetsuya tobaru, kenichi hagiya, mike saji, keitaro mahara, itaru takamisawa, jun shimizu et al. "Outcomes of transcatheter aortic valve implantation in patients with cirrhosis." International heart journal (2019): 18-339.¿ in this case, the exact sheath model number is not available. Therefore, this report will reflect an unknown edwards ascendra + introducer sheath set. The date of the event is unknown. For this reason, the article online released date was used as the occurrence date. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old.  This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The article did not provide details of the event. The authors did not specify the location or to which of the devices used during the tavr procedure this event was associated.  In addition, due to the facility's policy, no information regarding medical articles will be disclosed investigation results suggest/indicate that a root cause could not be determined; however, the mechanisms described above may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), per the received medical article ¿outcomes of transcatheter aortic valve implantation in patients with cirrhosis,¿ a patient (case 6) underwent a transapical tavr and experienced a catheter site bleeding during procedure. The amount of bleeding, treatment and/or detail of the event was not written in the article. The patient was discharged on postoperative day 24. The patient is alive per the article. Due to the facility's policy, no information regarding medical articles will be disclosed; therefore, no further information is available.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.